Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique (described as patient made mistake). On (B)(6) 2011, the patient was diagnosed with peritonitis requiring hospitalization the same day. On (B)(6) 2011, the patient started remedial treatment ip with a loading dose of vancomycin 2gm, and continuing daily injections ip of amikacin 10mg, fortum 1gm and heparin 1000 iu. On (B)(6) 2011, the patient was discharged from the hospital. The outcome for the event of peritonitis with culture positive for enterococcus faecalis and break in aseptic technique were unknown. It was not reported whether the patient was retrained in aseptic technique. The root cause for the peritonitis was a break in aseptic technique. Dianeal was ongoing. The reporter considered the event of peritonitis with culture positive for enterococcus faecalis unrelated to dianeal. The reporter did not provide an opinion of causality regarding the event of a break in aseptic technique.